Event description:
It was reported that, while the patient was connected to the unit, the unit was not delivering the desired volume and no flow was being delivered during ventilation mode. The patient was provided bagged ventilation and the unit was removed from service. Patient involved but no patient injury was reported.

Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Manufacturer narrative:
The reported unit was returned and evaluated. The unit was functionally tested and found to function as designed. A visual evaluation of the internal unit components found a small leak at a band clamp. The loose clamp was replaced. The unit was calibrated and then returned to the customer. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. A review of the service history found that the reported device was regularly returned for overhauls according to our recommended intervals. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the user manual indicates the performance verification procedure is intended to be performed in hospital by qualified technical personnel, and should be performed at least once per month or more frequently if desired. A warning states, "if the ventilator fails to meet any design specifications, it should be removed from use." And "factory service should be performed at 2 year minimum intervals."